Event description:
It was reported that the patient was undergoing a surgery for multiple trauma, but originally to implant a hip spacer. It was reported that during the surgery the hip shank cracked and due to this complication the strategy for the procedure needed to be changed and an external fixture was applied to keep the hip shank in place. The customer stated that the patient sustained a second to third degree burn with necrosis under the electrosurgical pad of approximately 4 cm by 2.5 cm in size; the burn was discovered when the electrosurgical pad was removed. Treatment of this injury was reported only as "wound care".